Manufacturer narrative:
(B)(4). Date sent: 5/23/2025. D4: batch # m9a29l. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, an unusual than normal sound was noted however the device function as intended. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. Device history review: a manufacturing record evaluation was performed for the finished device batch number m9a29l, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2025 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # a9774w a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: lung tissue appeared normal at the time. However, in pacu, it was noted on patient's chest tube pump that they had a significant air leak. Per surgeon, it is possible that the misfiring of the stapler may have caused the air leak. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the ethicon echelon 3000 60 stapler dispensed to sterile field with black cartridge. Stapler was loaded and first firing of stapler with black cartridge was successful. Second cartridge loaded successfully. During second fire, stapler made "different" noise than usual, and it appeared the knife within stapler did not activate. Surgeon did not adjust or remove stapler and attempted a second fire with same outcome. Stapler was removed, and we confirmed knife and staples did not activate, as tissue was not divided or stapled. The surgery was delayed by 15 minutes and patient consequences were a air leak post operation.